Event description:
This pt had bilateral inguinal hernias done. 2 atrium mesh prosthesis was inserted. Pt was discharged home without complications. The pt returned to ER 4 days later and was then transferred to another hospital. Pt presented to ER with renal failure and infection. Had surgery at hospital to remove mesh.